Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of stenosis, death, angina, and myocardial infarction listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75 x 15 mm xience sierra stent referenced is being filed under a separate medwatch report #.na

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 the xience sierra 3.25x23 mm stent was implanted in the proximal left anterior descending (lad) coronary artery and the xience sierra 2.75x15 mm was implanted in the proximal circumflex (cx) coronary artery. On (B)(6) 2019 the patient had right sided pain radiating to the neck and jaw. The cardiac enzymes indicated that the patient had a myocardial infarction medication was administered on (B)(6)2019. Diagnostic imaging only was performed on (B)(6) 2019. The angiogram found 90 to 99% restenosis in the lad and lcx stents. There was also restenosis in the obtuse marginal and the right coronary arteries. The patient went into cardiac arrest on (B)(6) 2019, but was successfully resuscitated. Subsequently, the patient status was changed to do not resuscitate. Cardiac arrest occurred again and the patient expired on (B)(6) 2019. No additional information was provided.